Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient condition. The cause of the reported difficult imaging was unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3+. Three clips were deployed successfully, reducing tr to grade 1. One day later, it was noted that one clip had detached from the septal leaflet resulting in a single leaflet device attachment (slda) and tr had increased to grade 2.